Event description:
It was reported that continuous glucose monitor displayed malfunction alarm and caller experienced issue with sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed malfunction alarm did not return, and successfully restarted sensor session; no additional actions were reported.